Manufacturer narrative:
The device was able to prime and rewind without issue and inspection of the interior gear train found to debris or damage in the gear teeth. A cartridge was found still loaded into the ilet from the user and a puncture was found on the metal crimp of the cartridge instead of the septum. This indicates that the user likely bent or damaged the needle of the connector to the point of blocking the fluid path and causing the motor to stall.

Event description:
It was reported that the patient¿s ilet presented a persistent ¿do you see drops¿ prompt that could not be cleared despite multiple attempts and a dry run, consistent with an alarm/malfunction that impeded normal pump use. Symptoms included no adverse clinical effects reported. Outcomes included no reported impact to daily activities beyond the need for troubleshooting. Investigation included customer support troubleshooting and plans to collect device information for further evaluation. Investigation of this case revealed insufficient information to determine a device malfunction mechanism at this time. It was concluded that a replacement was indicated and the patient was advised on shutdown procedures, data handling, and return logistics. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.